Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: during investigation, keypad was intact; no damage was observed. During testing, all of the keypad buttons responding appropriately. The keypad cover was removed and no contamination or physical damage was found on the button contacts. The pump was opened and no defect was found inside the pump. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The complaint of a keypad button response issue was not duplicated during investigation.